Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and found that the vent passes the circuit calibration and performance check but pressures were borderline on the high side. Customer is using on this vent the new cap/diphragms in the circuit which explains this (normal). Found the power knob is broken and the customer replaced. (B)(4).

Event description:
The customer reported that the unit depressurized and stopped oscillating on a patient. He said they couldn't get it to pressurize so they swapped the unit out with another 3100a.